Event description:
It was reported during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was not sealing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci vessel sealer extend (vse) instrument to perform failure analysis. The vse was analyzed and found to have low torque failure based on log review, but not during in-house testing. Failure analysis confirmed but could not replicate the reported issue. A review of the logs showed two instances of error 22024 indicating "grip torque is outside the expected range on usm3." The vse instrument was placed and driven on an in-house system. The vse instrument passed the recognition and engagement tests. The vse moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and the jaw ceramic dots were present. The vse passed the electrical continuity test and energy was delivered without any issues. The knife slot measured at 0.027¿ and the jaw gap verification passed at 0.003¿. The vse instrument also passed the cut test. The grip force test was performed and passed on all orientations. The root cause is not determinable/applicable. This complaint is considered a reportable event due to the following conclusion: the vse instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vse instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vse may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.